Event description:
Boston scientific received additional information one month later that this patient passed away five days after the event was initially reported. There were no allegations against the device performance or that the device caused or contributed to the patient's death. The cause of death and device disposition is unknown at this time. Additional information was received from the local field representative confirming there were no allegations against the device. The device was not explanted post-mortem. The field representative was not aware of the cause of death, however noted the patient was seen by the cardiomyopathy team of physicians the day before the patient passed away. The patient died at home.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patients device is exhibiting a charge time of 12.5 seconds and monitoring voltage of 2.75 volts. The physician is unhappy that it got to those values so quickly. The physician asked that boston scientific technical services (ts) look into the patient's home monitoring and see if there is something going on. The patient has several shocks, and several diverts, and the physician was questioning the total of these as displayed in the device logbook. Ts looked into the episodes and explained why the device was counting what it was and that it was normal behavior. As for now, the device is operating as it should and there have been no patient symptoms.